Manufacturer narrative:
Complaint: (B)(4). Received (B)(4) 454331/b2304336 for evaluation. Received customer picture. We have no further inventory of the material batch. We have no further complaints on the material batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
The customer provided a photograph and reported the tubes underfilled. The customer advised they noticed a tendency to underfill as the tubes reached their expiration dates, but had not previously reported the incidents. The customer advised when underfill occurred, they used various needle devices to fill the tubes, and the phlebotomists held the tube in the holder until the tube fill stopped.